Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and over/under correction. Due to excessive vault and over/under correction, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.